Manufacturer narrative:
The device was returned for analysis. Returned product consisted of a nc quantum apex balloon catheter with no original packaging. There was blood and contrast in the inflation lumen and in the balloon. The hypotube was kinked 63.5 cm from the strain relief and the shaft was kinked 21cm from the distal tip. Microscopic examination of the balloon did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port. The device was inflated to 20 atm for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the event. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the highly calcified left anterior descending artery. A 15mm x 2.25mm nc quantum apex balloon catheter was used to dilate the lesion. During inflation, the balloon ruptured under unknown pressure with unknown number of inflation. The procedure was completed with another of the same device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the highly calcified left anterior descending artery. A 15mm x 2.25mm nc quantum apex balloon catheter was used to dilate the lesion. During inflation, the balloon ruptured under unknown pressure with unknown number of inflation. The procedure was completed with another of the same device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).